Manufacturer narrative:
The lot number of the lens was not provided, and the lens was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient is dissatisfied with the results post bilateral lens implants. Reportedly, the patient is experiencing a vitreous prolapse and is seeing a retinal specialist and another ophthalmologist. It is unknown if vitreous prolapse occurred in both eyes or only in one eye. This report pertains to the patient's left eye. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.